Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead exhibited less than 100 ohms impedance. The patient had not experienced any physical trauma to the implant area, but it was noted that he had an ablation six weeks post implant. At explant, the proximal end of the lead insulation was found to be twisted.